Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no issues. A microscopic examination of the balloon material identified a pinhole (< than 1mm in width) over the proximal markerband. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon liquid leaked out through the hole in the balloon. No issues were noted with the balloon which could potentially have contributed to the hole. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was ruptured upon second inflation at 8 atm. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was ruptured upon second inflation at 8 atm. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.